Event description:
Needed to take biopsies during an endoscopy. Biopsy forceps package opened and forceps were found to have jaws locked in open position and when handle open and closed, the jaws moved side to side, did not open and close.